Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 630 mg/dl, which was treated with a set change with the help of the 24hr helpline. Customer was advised to contact medical assistant

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.